Event description:
My husband was being treated for a/plastic anemia. He was treated with heparin flushes at the beginning of his treatment through a "pick" site. He was in hosp and also dr's office and blood lab. My question could he be one of the people given contaminated heparin? Medefil heparin flush 2008. There could have been other makers prods used as he was in hosps, labs and dr. Office. Dose or amount: 100 units frequency blood transfusion route IV. Reason for use: before blood transfusions. Dates of use: 2008 four months.